Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient did not wear a mask. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient was recovering from the event. It was not reported if pd therapy was ongoing. Additional information was not available.